Event description:
Attorney reported that the pt underwent surgery to repair a ventral hernia. A ck patch was used to repair the defect. As a result of the patch, the pt suffered abdominal infection, hospitalization and underwent add'l surgeries and caused to sustain permanent injuries and pain.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l information becomes available.